Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the keypad cover was opened and evidence of contamination was found under all key contacts. The keypad cover had been returned peeling. Unrelated to the keypad issue, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under key contacts and a display failure. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.